Manufacturer narrative:
System logs are not available for review.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax, which required chest tube placement and hospitalization. The target nodule was located in the anteromedial segment of the left lower lobe, adjacent to the pleura. The procedure was completed without delay. Upon waking up post-anesthesia, the patient experienced decreased oxygenation, necessitating 2 liters of supplemental oxygen. A follow-up chest x-ray revealed a pneumothorax, leading to the placement of a chest tube. Subsequent chest x-rays confirmed the complete resolution of the pneumothorax, allowing for the removal of the chest tube. The patient was discharged two days later. The physician believed the pneumothorax would have likely occurred via another modality and was not ion-related; this was due to the nodule's location. There was no device malfunction associated with the event.